Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the receiver displayed an err121, err69, and err68. No additional patient or event information is available. The receiver was returned for evaluation. An external visual inspection was performed and passed. A receiver charge and boot test was performed and passed. The receiver data log was downloaded and reviewed and firmware errors were observed. The reported event of an error icon display was confirmed during log review. A probable cause could not be determined.